Event description:
Patient ordered degarelix 240mg and the kit was delivered to the cancer center. When the rn attached the transfer device to the degarelix vial, the plastic piece designed to puncture the vial bent and the diluent dribbled out of the cap around the outside of the vial, the stopper of the vial was never breached. The nurse was able to take another vial of diluent and a regular syringe / needle to reconstitute the vial properly and the patient received the correct does without any compromise to the integrity of the medication. FDA safety report ID# (B)(4).